Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.